Event description:
It was reported that the patient¿s device was in a confirmed overdischarge (od) due to non-compliance during a personal grieving period. This was the second od. A company representative met with the patient on (B)(6) 2014 and used the antenna locate feature. A power on reset (por) was noted. A physician mode reset was done. The patient charged normally. Upon interrogation of the device, high impedances (>10, 000 ohms) on electrodes 3, 4, 6, 7, 8, 10, 13 were noted. The device was programmed around the high impedances for full coverage of the painful areas. The patient was encouraged to charge until the device was full and to also exercise the device to get full benefit. There were no other plans to look into high impedances. The patient¿s status was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).